Event description:
The test strip vial used with the blood glucose monitoring device has a lot number that has been "worn off." Reporter stated the test strip vial catalog number was smaller and was unable to read as well as unable to read the level one and two on the vial. Reporter indicated no actions were taken and no treatment. A request was made for the return of the suspect product and replacement product was sent.